Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was used to treat kidney stone during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, stent was found broken in the packaging. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.